Event description:
The facility representative reported a flo-gard infusion pump that has a sound when turned on. It is unknown when this event occurred, but was reported to have occurred in (B)(6). This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a sound when turned on was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective power supply printed circuit board. The power supply printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.